Event description:
A per form received stated that lead was attempted and removed on (B)(6) 2016 due to inability to stay in place. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)